Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) battery in slot 2 reads unusable and a red exclamation point is displayed on the icon for battery slot 2. Swapped battery packs and the issued stayed on slot 2. After about 15 minutes, the red exclamation icon disappeared and the battery icon was showing a fully depleted battery was inserted in slot 2, even though the battery pack itself was fully charged. Then after about a minute, the red exclamation mark came back and the message unusable battery detected in slot 2 reappeared. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) while performing pm on service order (B)(4), discovered neither battery is not recognized in slot 2. During replacement of power slot interface board, discovered evidence of water or saline intrusion on board. Replaced power slot interface board (d997-00-1187) and cleaned all evidence of spill. There were no other areas that showed sign of damage. After repair, unit passed pm. All measurement details can be found on pm service order. Unit returned to customer. The probable root cause is the saline spill on the board. Saline can cause rapid corrosion and degradation of electrical equipment, leading to potential malfunctions and short circuits.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).